Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed. The fit issue was likely caused by the doctor failing to perform the required tissue flap and punch procedures prior to seating the guide. A potentially inaccurate stone model may have also contributed to the seating issues. Furthermore, an improperly seated guide will have trajectories which deviate from the treatment plan. Thus, performing surgery using the guide after seating issues were observed likely led to the observed trajectory issues.

Event description:
The guide was used for implant surgery. The doctor stated that while the guide seated well on the dental model, it did not seat correctly on the patient's ridge. He attempted to get the guide to seat correctly multiple times, but the guide kept "popping back up". To counteract this, he tried to hold the guide down while drilling the anchor pin site. However, before actually drilling into the patient, the doctor stopped after realizing the trajectory would lead the drill to miss the patient's bone entirely. He then performed partial osteotomies for both sites (#22 and #27), but aborted surgery after deciding that there was too great a risk. Both sites were then grafted.

Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed. The fit issue was likely caused by the doctor failing to perform the required tissue flap and punch procedures prior to seating the guide. A potentially inaccurate stone model may have also contributed to the seating issues. Furthermore, an improperly seated guide will have trajectories which deviate from the treatment plan. Thus, performing surgery using the guide after seating issues were observed likely led to the observed trajectory issues. Update 03/08/2021: a trajectory analysis was performed on the returned guide, which showed that the deviations were within the standard range (<0.5 mm). As such, the previous conclusion that was reached is still valid.

Event description:
The guide was used for implant surgery. The doctor stated that while the guide seated well on the dental model, it did not seat correctly on the patient's ridge. He attempted to get the guide to seat correctly multiple times, but the guide kept "popping back up". To counteract this, he tried to hold the guide down while drilling the anchor pin site. However, before actually drilling into the patient, the doctor stopped after realizing the trajectory would lead the drill to miss the patient's bone entirely. He then performed partial osteotomies for both sites (#22 and #27), but aborted surgery after deciding that there was too great a risk. Both sites were then grafted.